Event description:
It was reported that the radial styloid locking peg disengaged and backed out of the plate. This was noticed at 5 weeks post operative appointment.

Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. When the reported product was returned, an additional 8 products were returned for examination. The other 8 will be reported upon the conclusion of the investigation. Related reports including this one: 3025141-2026-00189, 3025141-2026-00190, 3025141-2026-00191, 3025141-2026-00192, 3025141-2026-00193, 3025141-2026-00194, 3025141-2026-00195, 3025141-2026-00196.

Manufacturer narrative:
Visual observations confirmed placement of distal variable angle locking screws and pegs in the threaded holes of the plate as shown in x-ray imaging. Deformation of threaded holes in the plate was visible where variable angle locking screws or pegs had been inserted distally. Deformation of the screws and pegs was not observed. This is expected as the plate-screw interface relies on the harder screw material (cocr) deforming the plate (titanium alloy). The returned peg was examined as well. The root cause could not be determined as factors including insertion torque generated to lock screws and pegs into the plates, postoperative loading and patient compliance during healing period could not be assessed. The report of related reports including this one: 3025141-2026-00188, 3025141-2026-00189, 3025141-2026-00190, 3025141-2026-00191, 3025141-2026-00192, 3025141-2026-00193, 3025141-2026-00194, 3025141-2026-00195, 3025141-2026-00196, is not longer as the other parts are reported as concomitant.